Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited under-sensing, low amplitudes, and a gradual decrease in pacing impedance, in the right atrial channel and right ventricular channel. No noise was reported on the right atrial channel, but was present on the right ventricular shock channel. Shock impedances are decreasing since implant from 71 ohms, to 51 ohms. A technical service (ts) consultant reviewed device data, advising the intrinsic amplitude for ra potentially is related to ongoing atrial tachyarrhythmia. Ts provided recommendations for lead integrity testing, including provocative maneuvers, pocket manipulation, and x-ray images. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.